Manufacturer narrative:
A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video telescope exhibited image quality issue, distal fiber breakage, dents on distal edge, cracks on side of the video connector, light transmission 5 < 18 failed, dents and scratches on outer tube. There was no patient involvement.